Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the stimulation target changed. The patient experienced significant leg pain when increasing the stimulation amplitude. This was not bearable for the patient. There were no external contributing factors, only normal use. The action taken to resolve the event was the ins and lead were replaced, a new surgical lead to improve the target of stimulation. The issue was resolved at the time of this report. Programming the day after surgery resulted in good stimulation felt in the leg, the patient was satisfied with the stimulation. The patient was alive with no injury. No further complications were reported or anticipated.